Manufacturer narrative:
Date of event estimated. Date of relevant test/laboratory data estimated. Date of implant estimated. The device was not returned for analysis and a review of the lot history record and similar incident query could not be performed as the part and lot information regarding the complaint device was not provided. All information was investigated and a cause for the reported slda in this complaint cannot be determined. Based on the information reviewed, the reported mr was likely related to the slda. The additional therapy/non-surgical treatment, and hospitalization were a result of case-specific circumstances as the patient underwent a treatment; however, the treatment is unknown. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the single leaflet device attachment (slda) post procedure. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). One clip was implanted. On an unspecified date, the patient was seen for insufficiency due to a single leaflet device attachment (slda). Treatment is unknown. No additional information was provided.